Manufacturer narrative:
This bone cement is manufactured at heraeus medical and distributed through zimmer orthopaedic surgical products. This report will be amended when our investigation is complete.

Event description:
It was reported when surgery personnel opened the bone cement's exterior packaging, they discovered there were no pt labels in the box.